Event description:
It was reported that the lead perforated the patient's heart. The lead was explanted and replaced. The patient was -fine- after the lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.